Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door latch issues which were reproduced as close door alarms. The ehl review was performed and confirmed multiple events of "door jammed!" In the log, observed as door not fully latched messages. Evaluation found a failing upper link switch to be the cause. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump had door latch issues. Any patient involvement, injury or medical intervention is unknown.